Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in pacing impedance to high out-of-range values. Technical services (ts) was consulted and provided lead troubleshooting steps to verify its integrity. No adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in pacing impedance to high out-of-range values. Technical services (ts) was consulted and provided lead troubleshooting steps to verify its integrity. No adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.